Event description:
New information received notes that the patient's condition was good with no problems post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic after receiving inappropriate shock for atrial fibrillation with rapid ventricular response. The shock broke the af with rvr and the rate was returned to sinus. Device was explanted and replaced.